Event description:
Bayer case number: (B)(4) lower abdominal pain [lower abdominal pain] , an undiagnosed leukopathy [leukoencephalopathy] , severe migraines [migraine] , chronic asthenia [asthenia], brain fog [brain fog] , memory loss [memory loss] , nausea [nausea] , tinnitus [tinnitus] , loss of balance [loss of balance] , impairment of attention [impairment of attention] , muscle loss [muscle wasting] , restless legs syndrome [restless legs syndrome] , long term sick leave [sick leave] , psychological consequences [psychological disorder] . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 16-jun-2026. This spontaneous case was originally reported by a consumer and describes the occurrence of abdominal pain lower ("lower abdominal pain") in a 56-year-old female patient who had essure inserted (lot no. 772501) for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2011, the patient had essure inserted. On (B)(6) 2019, 3202 days after essure insertion, she experienced abdominal pain lower (seriousness criterion intervention required), leukoencephalopathy ("an undiagnosed leukopathy"), migraine ("severe migraines"), asthenia ("chronic asthenia"), brain fog ("brain fog"), amnesia ("memory loss"), nausea ("nausea"), tinnitus ("tinnitus"), balance disorder ("loss of balance"), disturbance in attention ("impairment of attention"), muscle atrophy ("muscle loss") and restless legs syndrome ("restless legs syndrome"). Essure was removed on (B)(6) 2026. On unknown date she experienced sick leave ("long term sick leave") and mental disorder ("psychological consequences"). The patient was treated with surgery (subtotal hysterectomy). At the time of the report, the abdominal pain lower, leukoencephalopathy, migraine, asthenia, brain fog, amnesia, nausea, tinnitus, balance disorder, disturbance in attention, muscle atrophy, restless legs syndrome and mental disorder had not resolved. The outcome of sick leave was unknown. The reporter considered abdominal pain lower, amnesia, asthenia, balance disorder, brain fog, disturbance in attention, leukoencephalopathy, mental disorder, migraine, muscle atrophy, nausea, restless legs syndrome, sick leave and tinnitus to be related to essure administration. The reporter commented: following all these side effects, I had to go on long-term sick leave and was subsequently disabled at 56.... It has been a true ordeal, numerous medical examinations, and medical wandering. I therefore decided to have these essure implants removed with a subtotal hysterectomy.... Yet another procedure, not without psychological and physical consequences. No incident on insertion, but a few years later in 2019 actions taken to treat the patient in the healthcare facility: not specified. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 67 kg. Case comments: a technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report. In case a sample is received, the investigation might lead to destruction of the sample if required to perform a proper analysis.